Event description:
Consumer called for help using the device. Troubleshooting by phone showed that the device read "hi" with the calibration strip. The device was replaced and the defective one returned for investigation.